Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -11.0 diopter tore during injection into the patient's left (os) eye. This occurred on (B)(6) 2020. It was removed intraoperatively with no patient injury reported. An alternate lens was successfully implanted on (B)(6) 2020 and the problem is resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with clear surgical debris on the lens. Visual inspection found the lens haptic torn with debris on the lens. Claim#: (B)(4).